Event description:
It was reported via repair work order that the foot left tire on the wheel was broke and the bed could not be transported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.